Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended and no faults were found. H2) correction made to section b5 to include initial troubleshooting information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system computer was booting up and fans were running, but both staff cart and surgeon cart displays were blank. There was troubleshooting present. It was reported that all cables were reconnected and verified but the issue persisted. It was determined the power supply needed replacement. There was no patient involvement.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system computer was booting up and fans were running, but both staff cart and surgeon cart displays were blank. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733619, serial/lot #: unknown. H3) no parts have been received by the manufacturer for evaluation. Foreign country: india. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the navigation system. The rep rectified the power supply contacts and the system performed as intended. Please see section e for additional information including the initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.